Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, partial deployment, stent fracture, and thrombosis occurred. The lesion being treated was located in the saphenous vein graft (svg) to the right coronary artery (rca). A filterwire was placed and the basket was successfully deployed 8 cm away from lesion. The physician deployed a 4.50x24mm taxus liberte drug eluting stent in the proximal segment, inflated to 14 atm for 27 seconds. Good result, but the proximal half of sent was not apposed. The stent was post dilated with 5.5x15mm maverick xl balloon, inflated proximally to 12 atm, which took stent to 5.84mm. The physician accepts that this was higher than the maximum stent diameter of 5.75 mm. Stent disruption occurred which consisted of several highly visible stent struts on the angiogram. The physician was not sure if the stent strut had split. A large amount of thrombus was seen distally. A 5.00x28mm liberte bare metal stent was deployed. 'Ic tpa' was delivered via a probing catheter with good effect over time. An export catheter was used to remove residual thrombus. A 4.00x24mm taxus liberte stent was deployed distally, overlapping the first stent. The overlapping portion was post dilated with 5.00x15 maverick xl balloon. Excellent results were achieved with timi 3 flow and no residual thrombus visible. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.